Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Pfs alleges that the patient felt like there was scraping sensation in his hip, walking difficulty and fall. Surgeon recommended revision surgery due to loose component and metallosis. Medical records reviewed. Patient was revised to address severe acetabular loosening with leg shortening. Operative notes indicate that during surgery, there were some scar tissue surrounding the stem and acetabulum. There was also metallosis. The sleeve was noted to be well ingrown and was not revised. The cup was loose to finger pressure. Peripheral screws were removed. There was a loose screw at the femoral neck area and this was also removed. The bone was noted to be sclerotic. Surgical pathology reports that a cup, 8 screws, a stem and a head were removed. Doi: (B)(6) 2002 - dor: (B)(6) 2007 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.